Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br the stopper loose/pops out of the tube. Two devices had the stopper cocked/loose. One device had the stopper popped off. The following information was provided by the initial reporter" a visit to facility was made and it was proven that the batch has problems. I'm waiting for the visitation report and also for the authorization for batch return. Clinical affairs visited the facility due to the (B)(4). The purpose was to identify the reason for the stoppers being popping off. During the visit, no tube opened after the blade was assembled. But 2 tubes were found with cap loose inside their package, before use. And after the tubes are opened for the blade to be assembled they no longer recap properly even through instructions for use are followed. Clinical affairs visited the facility to evaluate the sample draw and identified that the tubes are not opened to transfer blood. In technical sector after opening the tubes to drop blood on blades, the tubes no longer close properly, even though recommendations are followed for correct recap. It was also noticed that 2 tubes in shelf were with cap loose, before being used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure modes of stopper pop off, cocked stopper and underfill were not observed. Additionally, 190 retention samples from bd inventory were evaluated by visual examination and 5 retain samples by functional testing and no issues were observed relating to stopper pop off, cocked stopper and underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of stopper pop off, cocked stopper and underfill. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br the stopper loose/pops out of the tube. Two devices had the stopper cocked/loose. One device had the stopper popped off. The following information was provided by the initial reporter" a visit to facility was made and it was proven that the batch has problems. I'm waiting for the visitation report and also for the authorization for batch return. Clinical affairs visited the facility due to the (B)(4). The purpose was to identify the reason for the stoppers being popping off. During the visit, no tube opened after the blade was assembled. But 2 tubes were found with cap loose inside their package, before use. And after the tubes are opened for the blade to be assembled they no longer recap properly even through instructions for use are followed. Clinical affairs visited the facility to evaluate the sample draw and identified that the tubes are not opened to transfer blood. In technical sector after opening the tubes to drop blood on blades, the tubes no longer close properly, even though recommendations are followed for correct recap. It was also noticed that 2 tubes in shelf were with cap loose, before being used.